Event description:
It was reported that the customer experienced elevated blood glucose levels (400-500 mg/dl). Customer delivered manual injections to stabilize blood glucose levels. Troubleshooting was performed and insulin was not seen coming from cartridge. Customer changed cartridge and infusion set, and pump appears to be functioning as expected. Cartridge and infusion set are changed every 3 days.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed. T:slim user guide indicates the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.